Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer drooped the pump and got damage and also fallen into the water. The customer reported hyperglycemia 800mg/dl and 6.8 in ketones treated with emergency room visit. The event involved product(s) mmt-1886.troubleshooting was not performed. No further patient complications were reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
No blank display noted. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files and traces using thump or carelink upload due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor, and motor home switch. Unable to test for possible under delivery anomaly due to flashing medtronic logo. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery when received. The pump was received without the battery cap. The pump was received with minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and a missing reservoir tube o-ring. The pump had dog chew marks on the case, keypad, reservoir compartment and on the retainer ring. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 30-jan-2025 due to due to flashing medtronic logo. Unable to perform the history review 1 week prior to the 30-jan-2025 due to flashing medtronic logo. Unable to generate the power management graph due to flashing medtronic logo. Unable to perform the functional test due to flashing medtronic logo. Unable to confirm alleged high bgs. Display anomaly-blank display not confirmed. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Delivery anomaly-possible under delivery unknown. Upload error confirmed (pump failed to download history files/traces and carelink upload due to flashing medtronic logo). Damage-moisture confirmed. Damage confirmed at the front of the pump and at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.